Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient also experienced several unexplained systemic symptoms, including blurry vision, constant fatigue, daily headaches, neck pain, brain fog and constant yawning. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture and generalized illness manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on may 25, 2020, mentor became aware that the patient also experienced back problems and bilateral baker grade iii capsular contracture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on july 28, 2020, mentor became aware of the correct explantation date. Mentor also became aware that complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/31/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on october 2, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 575cc mentor memorygel breast implants and experienced a breast lump of the left side and rupture on the right side post-operational. MRI findings confirmed a folded implant on the left side and rupture on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.